Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check high thresholds and undefined high impedance were noted on the right ventricular (rv) lead. Oversensing and possible loss of capture were also noted on the right atrial (ra) lead on presenting electrograms (egm). The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.